Manufacturer narrative:
A ge service representative performed an onsite investigation. The reported issue could not be duplicated. After troubleshooting the issues the representative thought the problem might be because of an incorrect activation of the foot switch. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the system produced a "clunking" noise, the screen would not display an image and was whited out. The system worked after it was rebooted. No pt injury was reported.